Manufacturer narrative:
During the event, the table was positioned in trendelenburg orientation. The user facility stated that only one strap was positioned at the patient's upper thigh area at the time of the reported event. This allowed the patient's upper torso to slide. The patient was repositioned onto the table and the procedure was completed successfully. A steris service technician arrived on-site, inspected the table, and confirmed it to be operating according to specification. The 3085 sp surgical table operator manual states on page 1-2 "warning - personal injury hazard: unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices." No additional issues have been reported.

Event description:
The user facility reported the patient slid on the 3085 sp surgical table during a patient procedure. No injury, procedure delay, or cancellation occurred as a result.